Event description:
It was reported that an attempt was made to inflate the zeta at 16 atm, but the balloon would not inflate because it ruptured. The physician confirmed, per the angio, that there was a dissection proximal to the lesion. The balloon of the stent was removed. Another zeta was implanted at the dissection and it was post-dilated.